Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product no product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received high sensor scan results compared to readings obtained on a competitor brand meter and experienced a loss of consciousness. Customer was unable to self-treat and required treatment of glucose with cherry juice by a third-party and subsequently regained consciousness. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received high sensor scan results compared to readings obtained on a competitor brand meter and experienced a loss of consciousness. Customer was unable to self-treat and required treatment of glucose with cherry juice by a third-party and subsequently regained consciousness. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received high sensor scan results compared to readings obtained on a competitor brand meter and experienced a loss of consciousness. Customer was unable to self-treat and required treatment of glucose with cherry juice by a third-party and subsequently regained consciousness. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m0066cp0dw has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug and observed damaged guide tabs. The plug was seated correctly and therefore the damaged guide tabs did not case the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.